Manufacturer narrative:
The evaluation codes have been included. During the procedure, contrast media was noted leaking around the proximal end of the savvy pta balloon catheter. The target lesion was located in the lower leg. Vessel and lesion characteristics were not provided. The device was prepped per the instructions for use. There were no anomalies noted with the device prior use. The contrast media used was ultravist 300. The contrast to saline ratio was 50:50. An unknown indeflator was used at 10 atmospheres for 180 seconds during which the savvy continuously lost pressure. The contrast media leaked out of the proximal end of the catheter (over the wire lumen). The procedure was delayed for 5 minutes while the balloon was exchanged for another balloon to complete the procedure. There was no separation of any part. The patient was in stable condition. The same indeflator was used successfully with other devices. An unknown sheath, wire, and diagnosis catheter were used during the procedure. There was no resistance/friction while inserting the balloon. There was no difficulty crossing the lesion, the catheter was not in an acute bend. There was no patient injury and the procedure was completed with another savvy pta balloon catheter. A non-sterile savvy 2.5 mm x 4 cm was received. The balloon appeared as if it had been inflated and deflated. No other visual anomaly was observed on the received unit. An attempt to inflate the balloon was made. No leakage was observed on the proximal section of the catheter or on the hub. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported leakage on the catheter was not confirmed and no leakage was observed on the catheter. No corrective or preventive action will be taken; given that, the reported failure was not confirmed. Analysis of the returned product did not confirm the leakage. With the information available it is not possible to draw a clinical conclusion between the device and the event.

Event description:
During the procedure, contrast media was noted leaking around the proximal end of the savvy pta balloon catheter. The target lesion was located in the lower leg. Vessel and lesion characteristics were not provided. The device was prepped per the instructions for use. There were no anomalies noted with the device prior use. The contrast media used was ultravist 300. The contrast to saline ratio was 50:50. An unknown indeflator was used at 10 atms. The inflation time was 180 seconds. The savvy pta balloon catheter was inflated at 10atms. The savvy pta balloon catheter continuously lost pressure during dilatation. The contrast media came out of the proximal end of the catheter (over the wire lumen). The procedure was delayed for 5 minutes. The balloon was exchanged for another balloon to complete the procedure. There was no separation of any part. The patient was in stable condition. The device will be returned for analysis. The same indeflater was used successfully with other devices. An unknown sheath, wire, and diagnosis catheter were used during the procedure. There was no resistance/friction while inserting the balloon. There was no difficulty crossing the lesion. The catheter was not in an acute bend. There was no patient injury. The procedure was completed with another savvy pta balloon catheter.

Manufacturer narrative:
The device is available for evaluation, but the product has not been returned. Concomitant devices included an unknown indeflator, an unknown sheath, wire, and unknown diagnosis catheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of the lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Inflation/deflation and burst test results were reviewed, and no anomalies were found during manufacturing process of this lot. No nonconformance records were issued for this lot. No excursions were found for the lot. Additional information will be submitted within 30 days from receipt.